Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer¿s current blood glucose value was 237 mg/dl. The customer did not experience any symptoms of high blood glucose value. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode at the time of incident. Customer stated that the insulin pump received replace battery alarm. The customer did not receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. No further patient complications were reported. Troubleshooting was performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2022 customer a.lleged device unexpected battery power loss and high blood glucose. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self-test. P-cap / reservoir locks properly into place. Device successfully downloaded traces and history file using thus. Verified the device downloaded history on (B)(6) 2022 between 11:39:18.000 and 15:43:03.000. No unexpected alarms or alerts found during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Device was cut open to perform visual inspection and found¿moisture damage¿on the electric boards. No moisture found electric boards, motor, or force sensor. The following were noted during visual inspection: serial number label stained, cracked select button keypad overlay, and pillowing keypad overlay. Device passed all required testing. Unexpected battery power loss was confirmed due to the moisture damage found on electric boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.